Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regular pain syndrome type I. The patient has a medical history of crps. The patient had an allergic reaction to the dressing used on the ins incision. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient followed up with their healthcare professional (hcp) for an assessment of the incision and the reaction on (B)(6) 2019. The hcp stated to just let the area heal and it is just a skin reaction and to follow up in 2 weeks. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) via the patient on (B)(4) 2019. The patient states that they have a staph infection per their dermatologist from the wound culture the dermatologist completed. The patient was placed on antibiotics. No further complications were reported/are anticipated.